Event description:
It was reported to st jude medical that during follow-up an extended charge time was observed. It was also noted that the battery voltage appeared nominal for the programmed parameters. The decision was made to explant the device.